Event description:
Feeding tube clotted after crushed pills were given through it. The nurse attempted several times to clear it, finally using a 10cc syringe partially filled with coffee. After several attempts with the coffee irrigation, the tube seemed to clear. However, when the nurse released the plunger the syringe refilled with the coffee. With the syringe empty, the pt grimaced and seemed relieved when the syringe refilled. The nurse removed the tube. With repeated pressure, an aneursym was created in the tubing at the 70 cm mark. This would place the aneurysm in the pt's throat.